Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the evac 70 xtra wand, the wand produced a "pop" sound and began working intermittently. This event caused a 30 minute surgical delay as the operating room staff had to locate another wand. The procedure was completed with a back up wand and there were no further pt complications reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: this event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.